Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Additionally, it was reported that the pump battery was depleting quickly. Customer¿s blood glucose level ranged from 110-140 mg/dl. Reportedly, customer reverted to a backup insulin pump for insulin therapy.